Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information was provided. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. D7a: corrected response to "no".

Manufacturer narrative:
*The following sections have corrected information: (h6) health effect - clinical code, health effect impact code, medical device problem code.

Manufacturer narrative:
Concomitant medical products:¿ 200-02-35 - three peg patella 35mm, 02-012-60-1812 - logic stem ext 18mm x 120mm, 208-06-02 - cc distal fem augment sz 2, 10mm, 02-010-06-0521 - logic post. Aug. Block size 2, 5mm.

Event description:
It was reported via clinical study that the 52 yo white male patient experience pain and occasional buckling. The patient was treated with physical therapy and pain medication. The patient¿s outcome was last known as resolved on (B)(6) 2022.